Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that customer experienced bent cannula about 8 times with infusion sets from the same box. Customer also received no delivery alarms. Customer's blood glucose was 450 mg/dl, which was treated with manual injection. Issue was resolved with a complete set change. Troubleshooting was declined for high blood glucose. Supplies would be replaced.